Event description:
Caller reported a malfunction on pump and contacted technical support regarding a specific field correction notice. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.